Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
During a craniotomy, the surgeon informed the nursing staff, that the label on perforator was too low and was entering the burrhole. Component returned with packaging for verification of issue. The procedure was completed with a same like product. No adverse event was reported for the patient. (B)(4) additional information from the affiliate explained that the label is not slipping, it is positioned lower on the instrument than normally located and as such it was entering the burr hole. (B)(4).